Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had low blood glucose level. Blood glucose level was 2.5 mmol/l. Customer treated their blood glucose with food. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer did not allege on insulin pump for possible over delivery. Insulin pump will not be returned for analysis.